Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and dyspnea are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2015 a 2.75x28mm xience xpedition was implanted in the proximal left anterior descending coronary artery. Patient was hospitalized on (B)(6) 2015 for chest tightness and shortness of breath that had been going on for a year, but was aggravated in the last week. Patient was treated with medication and discharged on (B)(6) 2015. No additional information was provided.